Event description:
It was reported that the patient fell asleep the night of 201 (B)(6) with a heating pad covering their stomach and upper body. When the patient woke up they were in pain from the chest down to their toes. The patient was doubled over, like they were cramped. The patient immediately went to the hospital and was there for 3 days. The patient began having chest pains in the hospital and the doctors ran tests on the patient¿s heart, blood, and urine. It was reported that the hospital ¿did not know much about the pump.¿ the patient was still having ¿a little bit of symptoms¿ after leaving the hospital. The device system was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731 lot# b005593n67, implanted: 2003 (B)(6), product type catheter. (B)(4).